Event description:
It was reported that a patient¿s lead had migrated and was revised during a back surgery. It was noted that the surgery had resolved the patient¿s pain issues.

Manufacturer narrative:
Product ID: 377760, lot# n0030644, implanted: (B)(6) 2006, product type lead product ID: 377760, lot# n0030644, implanted: (B)(6) 2006, product type: lead. (B)(4).